Event description:
The lead was returned to the manufacturer with no reason for explant. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal segment of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).